Event description:
The complainant reported that the patient struggled to wean from the bypass, necessitating revision of some grafts and a bentall procedure. Despite these efforts, the patient was unable to come off the pump and required five shocks and was placed on central va ECMO for support. The decision was made to place an impella 5.5 as a vent. The team anticipated difficulties crossing the ao valve due to lack of pulsatility. After multiple attempts with various catheters, the al1 successfully crossed the valve, and the impella was placed without further issues. However, upon turning the pump on to p2, flows displayed 0.0/0.0, and the pump reverted to p0. Several attempts were made; however, the p-level consistently defaulted back to p0 before the automated impella controller (aic) turned off. The aic was restarted prompting impella defective" alarm and alert to "replace impella." A new aic was used, however, that did not resolve the issue. After several attempts the decision was made to explant the defective pump and implant a new 5.5 impella. Again, crossing the valve proved to be difficult. Light chest compressions were performed to help open the aortic valve; however, efforts were unsuccessful. ECMO flows were decreased, and a slight increase in epi was administered to assist with crossing the valve, however this also failed. The chest dressing was removed, and manual heart massage was performed to facilitate opening of the ao valve, yet crossing remained unsuccessful. Bleeding was observed during the procedure, and the patient received 20 units of ffp, 19 units of rbc, 2 units of platelets, and 3 units of cryoprecipitate. The patient remained non-pulsatile with compromised hemodynamics and continued to require ongoing transfusions of blood products. Ultimately the decision was made by the family to withdraw care and the patient expired.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist for use during cardiogenic shock section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿

Manufacturer narrative:
The pump was returned for investigation. Vascular damage: patient was bleeding from chest cavity across the open chest procedure and required multiple blood products. The bleeding occurred across multiple impellas. The cause of the vascular damage was not determined due to lack of clinical details. Pump not detected: the pump was inserted with difficulty and started when it was noted torque was built up in the white cable. The pump was un-plugged and the torque removed and plugged back in. Upon reconnection with the console, upon turning the pump on to p2, flows displayed 0.0/0.0, and the pump reverted to p0. Several attempts were made, but the p-level consistently defaulted back to p0 before the aic turned off. The aic was restarted prompting impella defective" alarm and alert to "replace impella." Replacing the console did not resolve the issue so the pump was replaced. Data log review showed the pump was manually disconnected while running and threw impella defective alarms upon reconnection. Imc data logs show a ¿pumpcalibdata unknown type 0.' Imc logs also show the user attempting to increase the p-level prior to the eeprom being fully read. The pump was returned and inspected. When plugging the pump into the aic showed no abnormalities when the eeprom was allowed to be read. When the pump was connected and the p-level was changed prior to the eeprom being read, impella defective alarms occurred. CT imaging of the pump showed no electrical or circuit abnormalities. The cause of the pump not detected issue was an eeprom issue however the cause of the eeprom issue could not be determined since the escalated investigation did not determine a true root cause. The issue was able to be recreated in the lab using both complaint aic and known good aic's. Complaint aic was unable to recreate the issue on known good pumps. H3: added information regarding the status of the device investigation. H6: added codes for the result of the investigation. H10: added investigation information.